Event description:
It was reported that during a generator change out after defibrillation threshold successful testing, an alert appeared stating, "possible high voltage circuit damage" with an out of range hv lead impedance. Capacitor maintenance charge was successfully performed, and the alert did not re-appear. A false alert most likely due to the cautery was noted. Firmware download was successfully performed, and the alert was cleared.